Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d4: lot number, expiration date, h4:manufacturing date, h6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
Reference number (B)(4) event occurred in france. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was at the connection of hub to the reservoir. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: france. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.